Event description:
The customer reported that while the unit was in use on a pt, the unit was found in stand-by mode with an "autofill failure" message displayed on the screen. No audible alarms were heard. The customer manually filled the intra-aortic balloon and within 5 minutes the same problem occurred. After reseating the hose connections and manually filling the intra-aortic balloon again, there were no further problems. No pt injury was reported.